Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient on impella cp experienced a small hematoma both distal and proximal to insertion site, as well as oozing being present upon arrival from transport. Distal hematoma was massaged and manual pressure which seemed to resolved. Additionally, manual pressure held on proximal hematoma; femstop placed at lower pressure to better manage proximal hematoma since patient was supra-therapeutic on heparin. Bedside echocardiogram showed optimal placement. Femstop was slowly taken off to assess for bleeding; the physician resutured blue suture pad; small hematoma distal to site redeveloped. Manual pressure applied to proximal site; patient seemed to vagal at increased pressure and become hemodynamically unstable. Compressions started for less than 2 minutes before epi push was given and stopped immediately once blood pressure became extremely hypertensive. 2 packed red blood cell¿s and 1 l ng given stat along with several small doses of epi during the next hour; levo was also started. Patient was hemodynamically stable; site was not oozing - dressing changed; hematomas present and stable; femstop in place with positive dopplerable pt pulses. Flows within expected range. The impella was successfully weaned and explanted. The patient survived.

Manufacturer narrative:
The investigation for the reported major bleed/ hematoma and hypertension has been completed. No product was returned for investigation. The root cause of the major bleed/ hematoma and hypertension was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.